Event description:
It was reported that an asymptomatic patient presented for follow-up. Loss of capture was observed. X-ray revealed that the lead had dislodged. Lead was explanted with no complications. The patient condition was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.